Manufacturer narrative:
Product event summary - (B)(4) the lead was returned and analyzed and no anomalies were found. However, the distal end of the electrode was covered in blood. There was apparent explant damage.

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead could not be used due to patient anatomy. A new lead was implanted. A new right ventricular (rv) lead was connected and noise was observed as well as intermittent sensing and inappropriate inhibition of pacing causing asystole after being connected to the new device. The impedance also decreased. The device was taken out of the pocket and the leads disconnected. Measurements taken on all leads were consistent with values at implant earlier. It was thought that there was a header issue with the device. A new device was connected and again, noise was seen on the rv lead. The rv lead was then explanted and a new lead reimplanted in the right ventricle. The leads were connected to the new device and all measurements were functioning normally. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Event summary: (B)(4) - the lead was returned and analyzed. The outer insulation of the lead was breached/cut. The inner insulation was torn. The visual summary noted that the lead was stretched and there was apparent implant damage.